Event description:
It was reported that pump touchscreen became unresponsive and screen appeared frozen so customer could not interact with pump. There was no adverse impact to the customer's blood glucose level. Customer attempted pump reset with guidance from technical support but issue persisted, so customer planned to use multiple daily injections as backup therapy while a replacement pump was arranged, and was instructed on storing and returning malfunctioning pump and on setting up and connecting replacement pump.